Event description:
The tip of gw was not soft as it should be. Noticed both while setup and during procedure.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Manufacturer narrative:
UDI related data quality updates only.

Event description:
The tip of gw was not soft as it should be. Noticed both while setup and during procedure.

Manufacturer narrative:
Sample is indicated as returned, a follow-up report will be submitted upon investigation completion.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no deviations or non-conformances were found. Six unsealed samples were returned to argon for review. A visual and dimensional inspection was performed on the returned samples. Three guidewire cores were measured on the distal end and the o.d. Was over tolerance. It is likely that the cut of the taper of the core wire, too much was cut off which would create a stiffer wire. Data will be compiled and if the recurrence of the issue exceeds the threshold, a failure investigation will be opened and action items will be created to address the issue.

Event description:
The tip of gw was not soft as it should be. Noticed both while setup and during procedure.